Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unknown from the obtained information if the reprocessing has been implemented in line with the IFU, we could not specify the cause of the remaining foreign material. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital during device evaluation, the customers¿ allegations were confirmed as the guide pin of the electrical connector was missing. Additional findings include the following: the adhesive on the bending section cover had a chip and a white clouded area; the universal cord and the connecting tube had a wrinkle; the adhesive around the objective lens and the light guide lens had a white clouded area. The following components had a scratch: switch 1 and 3, the protector of the universal cord on the control section side and the suction connector side; the plastic distal end cover, and the connecting tube. Additional follow up with the user facility was performed regarding reprocessing of the device: the customer cleaned, disinfected, and sterilized the device before sending back to olympus. There was no delay in the start of pre-cleaning. The air/water nozzle was flushed with water and air. The customer pre-soaked the endoscope in the detergent solution and flushed the air/water nozzle with the solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the connection was tight due to a missing piece in the connector part of the evis lucera gastrointestinal videoscope. There were no reports of patient harm associated with this event. The device was returned for evaluation, and there was foreign matter clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.